Event description:
The user facility reported that they were unable to click the angio-seal device into place to complete the closure. The reported event did not result in patient injury and/or the need for medical or surgical intervention.

Manufacturer narrative:
Patient information: requested, not available due to hospital policy. D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted. A review of the device history record of the product code/lot # combination was conducted with no finding. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the locator, hemostasis sheath and packaging. The device was visually inspected and found to have been in used condition. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. The complaint was able to be confirmed for a sheath and locator connection issue. Corrective and preventative action (CAPA) investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Nonconformance report (ncr) and capas have been noted for this issue in the past 12 months.